Manufacturer narrative:
On 10/18/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 2, 2020, mentor became aware that the patient was diagnosed with invasive squamous cell carcinoma on left medial breast in (B)(6) 2018 and recurred in (B)(6) 2019. She also had 3 bone tumors removed and a bone marrow biopsy to rule out multiple myeloma. Ultimately, the devices were explanted and replaced with catalog number 3503504bc; serial number (B)(6) on the left side and with catalog number 3503504bc; serial number (B)(6) on the right side on (B)(6) 2019. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient also expressed dissatisfaction with breast implants. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/14/2019, mentor became aware that the devices were discarded. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 500cc mentor memorygel breast implant on both sides and was presented with left side breast implant rupture, and generalized illness (hair loss, rash, fatigue, taste of metal in mouth, night sweats, flu like symptoms, enlarged lymph nodes, and memory loss) postoperatively. As a result, the devices were explanted, and replaced with catalog number: 3503504bc; serial number: (B)(4) on the left side and with catalog number: 3503504bc; serial number: (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s left-sided device.